Event description:
During index procedure, the physician used one in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the sfa to popliteal of the right leg. The target lesion was due to in-stent restenosis of a previously implanted complete se stent. The stenosis event was not assessed for relatedness with device. Complete se is under ide investigation for sfa indication. For purposes of MDR, complete se sfa is considered the same as complete se iliac.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stenosis). Evaluation conclusions: inherent risk of procedure ¿ (stenosis). (B)(4).